Event description:
After my third injection of synvisc, my leg began to swell and did not stop until it was as big as my thigh all the way down my leg. I could not move from my bed for days, could not sit up, could not walk. The pain was excruciating. I called my doctor and he said if it did not start to go down after three days I would have to go to the e.r. (B)(6), it began to go down, but it did not return to close to normal for over a week. I asked my doctor if he would report this negative outcome, and he replied that he "doesn't bother to do that." I would have reported it sooner if I had known of this website. I just learned about it. There were three vials. Each is injected into the knee one week apart. My reaction began a few days after the third injection.